Event description:
Second pt in the facility had a high temp during hemodialysis. Gram-negative bacteria were found from a subsequent blood sample.

Event description:
Pt had a high temperature during hemodialysis. Gram negative bacteria were cultured from a subsequent blood sample.